Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warning #2 "loads produced by weight bearing and activity levels may dictate the longevity of the implant". Date implanted - approximately (B)(6) 2010, exact date unknown. Evaluation of the returned fractured pieces indicates multiple point fatigue fractures. (B)(4).

Event description:
It was reported that patient underwent an ankle procedure utilizing a subtalar screw. Approximately four months later, the patient began experiencing pain and radiographs taken revealed the implant shifted and appeared to be fractured. A revision procedure was performed on (B)(6) 2010; the screw was noted to be fractured in two and both fragments were removed from the patient.